Manufacturer narrative:
H3: product analysis #810988852:9560524 lot# my21e001 functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the cable. This is consistent with anticipated wear. H6: updated with respect to additional information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was reported from user facility via manufacturing representative regarding a product used in decompression l4-5. It was reported that thumb screw will not tighten down to the metrx tube. No patient was involved in this event. No further complications were reported/anticipated.